Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Scoliosis surgery surgeon was performing scoliosis surgery, as he was inserting the iliac screw (7x75mm), which was tapped with a 6.0mm tap, during the last turn onto the screwdriver to insert the screw, the screwdriver distal tip stripped and the ratchet become dislodged into 2 pieces. The case was completed with the same product, although the other quick connect polyaxial screwdriver also stripped at the distal end tip (a portion of the screwdriver was left into the patient, which was seated inside the screw head) this did not impact the position of the rod onto that screw. As well, during final tightening, the surgeon noticed that the torque drive shaft to final tighten the single innie locking caps was damaged at the distal portion of the instrument as well. Specifically the threads present at the end are slimming down and are turned (making the instrument less efficient at tightening the caps). No delay was obtained during the case. Since the patient was not affected by the breakage of these 4 instruments, no patient information was obtained.

Manufacturer narrative:
One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600, lot no: gm4489101] was returned to the cqu for evaluation. Visual examination revealed that the hexlobes on the final tightener distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a final tightener that was subjected to higher than anticipated torsional forces during the tightening process, resulting in the distal tip of the final tightener becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the final tightener¿s distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that this driver was subjected to unanticipated torsional forces during the tightening process, resulting in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.